Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pumphead ¿ pump tube binding.¿ analysis of the catheter found ¿catheter body ¿ damage to transition tube.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing hydromorphone for non-malignant pain. It was reported that the healthcare provider (hcp) stated that the patient heard the pump alarming last night. Upon interrogation today, the hcp confirmed there was an active motor stall. The hcp stated that the patient did not have an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2017-01-08, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the cause of the motor stall was unknown. The patient had no MRI exposure. The motor stall did not resolve, so the patient was referred to neurosurgery for replacement. Additional information was received on june 13, 2025, from a healthcare provider via a company representative who reported that the patient experienced withdrawal symptoms, and the pump was critically alarming due to the motor stall that never recovered. The managing physician managed patient¿s withdrawal symptoms until the patient was taken to surgery on (B)(6) 2025. During the procedure, the pump was replaced, and the pump segment of the catheter was revised because it was fraying near the clear connector underneath the pump bell. The cap (catheter access port) was aspirated successfully before the replacement of the pump and after the pump segment of the catheter was prophylactically revised. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. At the time of the event, the pump was delivering dilaudid (10 mg/ml at 1.698 mg/day).